Event description:
Caller states that the patient tested 7.4 inr and 4.5 inr on the same device during duplicate testing. Due to device results, the patient was tested a 3rd time on the same device with a result of 3.8 inr. One dose of coumadin was reportedly held due to device results. No adverse event reported. Requested return of suspect device and replacement was sent.